Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Additionally, the customer experienced a low blood glucose (bg) level of 37-61 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.